Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause could not be determined. Updates/corrections made to sections b5, d9, g3, g6, h2, h3, h6, h10.

Event description:
Deflation.

Event description:
Alleged deflation.